Event description:
Reported via clinical study it was reported that patient death occurred. A left atrial appendage (laa) closure procedure was performed. On (B)(6) 2022, underwent successful placement of 35 mm watchman flx device with complete laa seal and deployed device diameter of 30.0 mm. On (B)(6) 2022 the patient was discharged on aspirin (81 mg/day) and apixaban (5 mg/day). On (B)(6) 2025, 1269 days post index procedure, the patient passed away. Of note the cause of death is unknown and no other information or records are available. At the time of death, the patient was on aspirin (81 mg/day). No further information is currently available.

Event description:
Reported via clinical study. It was reported that patient death occurred. A left atrial appendage (laa) closure procedure was performed. On (B)(6) 2022, underwent successful placement of 35 mm watchman flx device with complete laa seal and deployed device diameter of 30.0 mm. On (B)(6) 2025 the patient was discharged on aspirin (81 mg/day) and apixaban (5 mg/day). On (B)(6) 2025, 1269 days post index procedure, the patient passed away. Of note the cause of death is unknown and no other information or records are available. At the time of death, the patient was on aspirin (81 mg/day). No further information is currently available. It was further reported that the patient expired at home while being on hospice care due to hypertensive heart disease with heart failure.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received.